Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported his blood glucose reached 252 mg/dl less than 4 hours after the pod was activated. He gave a bolus of 6 units of insulin. The pod was removed and he noticed the cannula was bent upward. There was insulin leaking and the pod also came loose from the infusion site.